Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that damage to the pump housing caused difficulty removing cartridges from the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced and customer continued to use the pump for insulin therapy.